Event description:
Customer stated that the pump delivered low bolus volume during testing. It was 9.30 ml instead of 10 ml.

Manufacturer narrative:
Device has not been returned yet. Device history record reviewed showed no non-conformance issued during the pump's manufactured. A follow up will be sent in if new information is received.